Event description:
Account states the patient had a c-section in 2003, jp drain placed. The patient returned to the clinic 2003 for removal of drain. The physician removed holding stitch and began to gently pull jp tubing and it suddenly gave way.